Event description:
It was reported the lead had externalized conductors found during routine device change out. The device was changed out without replacing the lead and without any issues. The patient was stable.